Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: vascular access related complications, such as pseudoaneurysm are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm was reported and endovascular repair was done. No additional adverse patient effects were reported.